Event description:
Customer reported grainy images during a case. No pt injury was reported.

Manufacturer narrative:
Ge rep evaluated the system and discussed with customer how to use collimation to reduce bright areas in image and lowering edge enhancement to reduce grainy appearance. System operates as intended.